Event description:
It was reported that the right ventricular lead exhibited an insulation anomaly. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 5.6 cm to 5.7 cm from the connector tip, due to friction with device can.